Event description:
Pt developed apthous ulcers in their mouth in 20o2. In september 2002, pt woke up one morning and felt as if a bus had run them over. Pt had body aches all over and joint pain. Apthous ulcers kept reoccurring. By november 2002, pt was very ill and unable to function. Pt had apthous ulcers down their esophagus and could not eat and pt was experiencing nightsweats, severe depression, panic attacks, joint pain, muscle pain, bells palsy -left-sided facial numbing-, plantar fascitis, diarrhea, blood in stool. Pt ended up in the hosp in november, 2002. Pt remained there for one week. Drs ran all sorts of test and could not figure out what was wrong with them. Pt was then sent to another hosp where they stayed for yet another week. Drs there also did not know what was wrong with them. Prednisone got them well and they were sent home. Pt was weak and frail. Since their release from the hosp, pt has been suffering greatly with head fog, chronic fatigue, arthritis, very very tired all the time, body aches, unusual numbing in various parts of the body, tooth pain, plantar fascitis. Pt has seen various drs. Pt contacted dr who indicated to them that they have silicone disease from their breast implants. This explains all the odd sensations and illnesses pt has suffered since implantation.